Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 24-mar-2023. Medwatch report # (B)(4). D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary - no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: the nurse opened a new bd alaris pump infusion set and as she removed it from the package she noticed that the set was in two pieces.